Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the u.s and not sold in the u.s. There is no 510(k) for this device as it is manufactured outside the us and not sold in the u.s. Device return day wasn't given so date given in internal bd comments was used. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 77184 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2e 10.8mg plus blood collection tubes had caps that were deformed.